Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced sore eye after surgery. The surgeon prescribed him the eye drops to treat the irritation. The event has been resolved. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).